Event description:
Bilateral tissue expanders were implanted. On (B)(6) 2011, during pt examination, physician suspected migration of saline fill between the anterior and posterior chambers of the devices during filling. Physician elected to remove both devices. The devices were removed and replaced on (B)(6) 2011.